Event description:
A ventilator was returned to the manufacturer for service. A ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center, an issue related to the device's front panel/keypad led board was observed. The devices front panel/keypad led board was replaced to address the issue.